Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the stapler was with the box violated, with a hole under the bar code, according to report of the hospital. Additional information was provided that they opened the primary box and the stapler package had a hole in the paper part, where it has the bar code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r58z9k. Device evaluation summary: the analysis results found that ntlc75 device was returned inside its package opened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot number r40n13, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r58z9k, and no non-conformances were identified.